Event description:
The customer contact reported an adverse event while the device was in clinical use. The catheter was connected to a cardiac output monitor and was being used to measure the pt's cardiac output and cardiac index. It was reported that in order to obtain the cardiac output and cardiac index, the clinician manually injected fluid using a closed injectate delivery system. After an unspecified length of time in use, it was reported that the pt had "unexpectedly low cardiac output" readings in an "otherwise normal pt". The cardiac index reading was reported to be 2. The pt was treated with an unspecified concentration of dobutamine and subsequently developed a tachyarrhythmia. The dobutamine delivery was decreased to an unspecified rate and the pt reportedly returned to a baseline rhythm. It was reported the catheter was discontinued. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was evaluated. The device passed testing by accurately measuring the pa (pulmonary artery) temperature at 37c during the thermistor accuracy test.